Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008, consisting of an ipg, lead and two extensions. The lead was secured using an anchor. It was reported that the pt suddenly lost stimulation during a recent recreational activity. Diagnostic test on the lead revealed high impedance readings. X-rays were also taken; however, no visible abnormalities were detected. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set. A supplemental report will be filed as necessary.